Event description:
Event desc: a pt was admitted for reactive airway disease. Two days after admission, IV appeared to be leaking at the site. Dressing removed. IV leaking at junction between cannula and yellow tip of introcan catheter. IV discontinued, pt started an oral medications. Device usage problem: device malfunction - that is the device did not do what it was supposed to do. Add'l info provided by the facility indicated the pt is fine and suffered no adverse sequela associated with this incident. It was also confirmed that the I .v. Was in place for two days prior to leaking.

Manufacturer narrative:
The actual device in this incident was returned to the MFR for eval. The catheter was tested for leakage by attaching the catheter to a syringe filled with water and blocking off the open end. Water was noted to leak from a perforation in the catheter at the base where the catheter is inserted in the hub. Further microscopic eval revealed a slight puncture hole in the catheter at the base where the catheter is inserted in the hub. Incidents of this nature can usually be attributed to partially removing and re-inserting the cannula through the catheter thereby rupturing the catheter wall. However, the event description indicates the catheter was in place two days prior to the incident and did not leak. The catheter may have been punctured by an unk object and did not appear to be related to any mfg defect or quality deficiency. However, no specific conclusions can be drawn. The sample and all available info has been provided to the actual MFR.